Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of connection issue could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the hub of the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector had a loose connection to the j-loop luer lock, causing dislodgment and leakage during use while the patient was being treated for cardiac arrest. The patient passed away after a couple hours, though it was not clarified whether the malfunction contributed to the death. The following information was provided by the initial reporter: "leur lock did not fully connect resulting with the IV catheter coming out. Bd maxzero pressure rated extension set. Removeable IV connector. Outcome was to had to start a io. Pt came into the ed. Coded after less than 2 hours in the building. Additional information for patient #1 : other information about the patient that may have influenced the outcome of the event: the patient arrived to aes at 1652 as expected patient with the following expected note: ¿ s/p heart txp, fluid overload, sob, not responding to oral diuretic, bnp 1,392, cr 1.9 setting report 16- pound weight gain with worsening ble edema, doe, orthopnea due in part to not taking torsemide prn as prescribed, and dietary indiscretion. Reports today sub optimal response to diuretics x two days¿ screened at 1658 as a priority 3 with chief complaint of chest pain, and shortness of breath. Pt was not identified as a positive algorithm. Pt was then placed in triage bay 5 to wait for triage. With known expected information, and chief complaint this patient should have been prioritized a 2 and identified as a positive algorithm prompting an EKG be obtained within 10 minutes. A call for help in triage bay was answered to find the patient complaining of shortness of breath and chest pressure which at that point expedited the completion of 12 lead EKG and triage. From this point on, triage priority was appropriately a 2 and patient was roomed at 1746. Nursing care after room placement seems appropriate. Pt found to be dyspneic and mottled and was appropriately placed on o2, and cardiac monitor, and provider was notified via phone call. Code start was 1810 and cardiac arrest care looks appropriate. I am not aware of any real issue with the j loop IV tubing in question. It sounds as if staff do not like the functionality of the equipment in general. Follow up with staff and hands on eval of the tubing reveals that they may not be as easy to attach to IV hub as previous models due to a decreased range of motion of the luer lock. I have not had any other staff come in to complain about the product. The connection between the loop and the IV hub was not tight enough causing a leak. When trying to remedy this it sounds like the IV was dislodged. Hard to say if this was solely due to the luer lock and not a combination of factors that occur during a cardiac arrest."

Event description:
It was reported that the hub of the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector had a loose connection to the j-loop luer lock, causing dislodgment and leakage during use while the patient was being treated for cardiac arrest. The patient passed away after a couple hours, though it was not clarified whether the malfunction contributed to the death. The following information was provided by the initial reporter: "leur lock did not fully connect resulting with the IV catheter coming out. Bd maxzero pressure rated extension set. Removeable IV connector. Outcome was to had to start a io. Pt came into the ed. Coded after less than 2 hours in the building. Additional information for patient #1: other information about the patient that may have influenced the outcome of the event: the patient arrived to aes at 1652 as expected patient with the following expected note: ¿ s/p heart txp, fluid overload, sob, not responding to oral diuretic, bnp 1,392, cr 1.9 setting report 16- pound weight gain with worsening ble edema, doe, orthopnea due in part to not taking torsemide prn as prescribed, and dietary indiscretion. Reports today sub optimal response to diuretics x two days¿. Screened at 1658 as a priority 3 with chief complaint of chest pain, and shortness of breath. Pt was not identified as a positive algorithm. Pt was then placed in triage bay 5 to wait for triage. With known expected information, and chief complaint this patient should have been prioritized a 2 and identified as a positive algorithm prompting an EKG be obtained within 10 minutes. A call for help in triage bay was answered to find the patient complaining of shortness of breath and chest pressure which at that point expedited the completion of 12 lead EKG and triage. From this point on, triage priority was appropriately a 2 and patient was roomed at 1746. Nursing care after room placement seems appropriate. Pt found to be dyspneic and mottled and was appropriately placed on o2, and cardiac monitor, and provider was notified via phone call. Code start was 1810 and cardiac arrest care looks appropriate. I am not aware of any real issue with the j loop IV tubing in question. It sounds as if staff do not like the functionality of the equipment in general. Follow up with staff and hands on eval of the tubing reveals that they may not be as easy to attach to IV hub as previous models due to a decreased range of motion of the luer lock. I have not had any other staff come in to complain about the product. The connection between the loop and the IV hub was not tight enough causing a leak. When trying to remedy this it sounds like the IV was dislodged. Hard to say if this was solely due to the luer lock and not a combination of factors that occur during a cardiac arrest."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.